Manufacturer narrative:
Investigation summary: it was found that the fgs-0347-j was not properly set up. The wrong cable was connected to the recorder's cradle. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the recorder failed to turn on. The account disconnected and reconnected the recorder but it still didn't turn on. About 5 minutes later, smoke emitted from the power cable entry point of the cradle. Due to the burnt smell, the test was discontinued. It was later found out that the wrong cable was connected to the cradle. The issue did not occur during the procedure. There was no harm to the patient or to the user due to the alleged device malfunction.